Event description:
A customer contacted baxter's technical service center reporting air in the patient line with a check patient line alarm during fill 1 on the home choice (hc) machine. The technical service representative (tsr) explained that the patient's care giver would need to end therapy and start over with new supplies. The tsr walked the home patient (hp) through ending therapy procedure. The hp contacted product surveillance on (B)(6) 2011 regarding the air in the line during a check patient line alarm. The hp stated the hc machine primed without any problems. The hp started over with new supplies and resumed therapy. The peritoneal dialysis nurse was notified of the alarm and air in the line. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for air noted in the patient line during a check patient line alarm was not confirmed. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).